Manufacturer narrative:
Gtin/UDI number for item (B)(4) lot 17026042 is 07613203010450. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during a chemotherapy bolus a leak occurred between the connection of the texium and q-syte nexiva cannula. From the reported information there are no indications of serious injury to the patient or user as a result of this incident